Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found the silicone sleeve was torn approximately 30 millimeters (mm) from the terminal pin. This damage was likely caused due to explant of the electrode. A surface abrasion was also noted approximately 22 to 45 mm from the terminal pin. Laboratory analysis was unable to replicate the reported clinical observations.

Manufacturer narrative:
(B)(4); this electrode has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise which was oversensed resulting in untreated episodes. An inappropriate shock was later delivered due to oversensed noise. The device was reprogrammed to mitigate the inappropriate therapy however the system was later explanted due to continued oversensing. No additional adverse patient effects were reported.